Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported event of lead dislodgement and inappropriate shock were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead found the helix was bent/stretched consistent with procedural damage, resulting in the reported event of helix mechanism issue. Further analysis did not identify any anomalies.

Event description:
It was reported that the patient presented during clinic. Interrogation noted that the dislodgement of the right ventricular lead caused inappropriate shock for the patient. During repositioning, it was noted that the helix of the right ventricle lead failed to retract. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.